Event description:
During device preparation, it was reported that the pacemaker was in backup vvi mode and had failed to be interrogated due to no radiofrequency (rf) telemetry. Programming changes were made but was unsuccessful. The pacemaker was not used and replaced. There was no patient involvement.

Manufacturer narrative:
The reported events of device in backup mode and no rf communication were not confirmed. The device was received with normal inductive and rf telemetry communication. Electrical and mechanical tests performed did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.